Event description:
Information was received from a patient reporting that their ins is only staying charged for 5 to 6 days since their (B)(6) 2016 fall when it normally lasts for 3 weeks. The patient fell off a ladder two days ago hurt his back. The patient stated that they have a touch of vertigo and is on medication for it. The patient states that they have an appointment with their hcp on (B)(6) 2016. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.